Manufacturer narrative:
Correction information sections h.6: the recipient's device was reportedly explanted due to device extrusion caused by skin flap failure. The recipient was not reimplanted. The recipient has reportedly healed.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Correction information section b.1 & h.1, b.7. Additional information b.1, b.2 & h.1. Advanced bionics considers the investigation into this reportable event as closed. No further information will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information b.1, b.2 & h.1. Advanced bionics considers the investigation into this reportable event as closed. No further information will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed sliced silicone overmold on the top cover. This is believed to have occurred during revision surgery. Photographic imaging inspection revealed a broken electrode wire in the small tubing. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition caused impedance values to be out of range. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.